Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's primary hip was revised due to subsidence of the femoral stem, which was likely the result of an intertrochanteric fracture. It was also indicated that there was a loosening of the stem at the bone to implant interface. It is unknown if the fracture occurred intraoperatively, during the primary procedure, or postoperatively after the primary procedure. The patient's primary femoral head and stem were removed. A cable was then applied to the trochanteric region of the proximal femur, to reduce and stabilize the fracture. A replacement revision reclaim stem and a replacement femoral head were then implanted. Doi: (B)(6) 2021. Dor: (B)(6) 2021; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.